Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed there was no sound and that the speaker was defective the brt replaced the speaker assembly to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the mx40 patient wearable monitor indicating there was no volume on the tele pack. It is unknown if the device was in use at time of event, and there was no adverse event reported.